Event description:
It was reported that pre-op, there was fault on nim. The patient interface can not be well recognized in both wired and wireless mode. Tried with the other one and it's working. The fuses are blown despite replacement, and even if the fuses are changed, the patient interface was still not working. There was no patient involvement.

Manufacturer narrative:
H.3.: product analysis found the customer complaint can be confirmed, the patient interface is not detected by nim vital console (wired and wireless). Self test adc stim1 failed. The stim board is corrupt. The spare fuse decal is damaged. The side fuse decal is illegible. The top enclosure is damaged. Software version: 1.7.5. This is the most recent version. The batteries have reached the end of their life cycle (24 months). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.